Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports reservoir compartment was chipped. Customer does not know how damage occurred. Customer's blood glucose was 458 mg/dl and was treated with pump. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case at reservoir tube window corners, battery tube threads, minor scratches on the lcd window and missing end cap sticker.